Event description:
The customer reported that the cine stopped working in the middle of the case. The customer replaced the c-arm and completed the case. No patient injuries were reported.

Manufacturer narrative:
The ge service rep found +12v dropping on power supply. The rep replaced the power supply then adjusted and tested the system. The system is operating as intended.